Manufacturer narrative:
A field service engineer (fse) arrived on site to assess the device. During this site visit, the ventilator was activated, and no blue screen or associated problems were detected. Verification testing was carried out, and the device successfully passed all tests without any issue. A review of the device log files revealed that during the reported malfunction, cfb log entries were generated, indicating that the device encountered a blue screen event while high-flow oxygen therapy (hfot) was in operation. After restart, the device functioned as intended, with no additional issues noted.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that during use, the device showed a blue screen. There was no patient harm reported.